Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
G. Sioutas, j. Vivanco-suarez, o. Shekhtman, I. Matache, m. Salem, j. Burkhardt, v. Srinivasan and b. Jankowitz; interventional neur oradiology; 2023; 1-11; liquid embolic agents for middle meningeal artery embolization in chronic subdural hematoma: institutional experience with systematic review and meta-analysis; doi: 10.1177/15910199231183132 medtronic received information in a literature article of patients treated with onyx having complications. The purpose of the article was to assess the safety and efficacy of middle meningeal artery embolization (mmae) for chronic subdural hematoma (csdh) using liquid embolic agentsand compare them with parti cles. They stematically reviewed all studies describing mmae for csdh with liquid embolic agents, according to the preferred reporting items for systematic reviews and meta-analyses (prisma) statement. A total of 18 studies with 507 cases of mmae with liquid embolic agents were included in the analysis.  The success rate was 99%, all complications rate was 1%, major complications rate was 0%, and mortality rate was 1%. With reported onyx use 29/29 were technical success. 0 recurrecence and 0 reoperation. 20/29 saw subdural hematoma (sdh) size reduction. With onyx use a postprocedural facial droop from onyx infiltrating the meningeal branches of the skull base and resulting in facial nerve damage was reported. All four reported deaths were unrelated to mmae

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.